Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.

Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the cardiac chamber and prior to catheter insertion, aspiration was attempted via the side port, and air was aspirated. Aspiration was attempted multiple times; however, the air could not be fully removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.